Event description:
On 9/21/97, pt was hospitalized for peritonitis. Pt was started on reflex 50 mg qid x 10 days po and gentamycin 532 mg x 10 days ip. Pt was discharged from the hosp on 10/6/97. Pt's pd catheter was removed during hospitalization. Pt is on hemodialysis at present. As of 10/8/97, peritonitis is resolved.